Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went down following a schedule reboot. The customer also reported they are concerned an alarm was missed during this time. The device was monitoring transmitters at the time. No patient harm or injury was reported. Investigation summary: during a follow-up with the customer, they indicated that the cns screen was black with no data displayed and clarified that the cns didn't shut off, but no device could be selected on the cns to monitor the patients during the scheduled reboot. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is the scheduled server reboot. Since the server was rebooted, the devices connected on their network server would be disconnected and would not be able to reconnect until the reboot is over resulting into the cns not seeing any other device. This reboot was scheduled and was not due to failure.

Event description:
The customer reported that their central nurse's station (cns) went down following a schedule reboot.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) went down following a schedule reboot. The customer also reported that they are concerned an alarm was missed during this time. No harm or injury was reported. The device was monitoring transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) went down following a schedule reboot.